Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The rep found an intermittent not connected message and replaced the interface cable. The imaging system then passed the system checkout and was found to be fully functional. The interface cable was returned to the manufacturer and is currently under analysis.

Event description:
A medtronic representative reported that during service of the imaging system, there was an intermittent not connected message. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: the mobile view station (mvs) interface cable was returned to the manufacturer for evaluation. The reported issue could not be confirmed as the returned part passed all testing. There was no problem found in the returned cable.